Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with 550:320:666:0000 failure was confirmed during produce evaluation. The cause of this condition was determined to be a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 7:01:00. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a 550:320:666:0000 failure code. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is unknown. No additional information is available. This is a case, which was reported to baxter (B)(6) on (B)(6) 2011. The complaint was received from (B)(6) hospital and refers to an incident involving colleague single channel monochrome pump english v1.7 (2m81517k) on serial number (B)(4). The reporter states error log 550:320:666:0000. This has been logged for trending purposes only. Collection to be arranged by (B)(6). There was no patient involved. The occurence date is not supplied.